Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a lower leg angiogram interventional procedure. Reportedly, after deployment, the foot of the proglide device was closed with the lever and an attempt was made to remove the proglide device from the anatomy; however, the device became stuck and could not be removed. The rail suture was pulled in an attempt to break the knot in order to remove the device; however, this was unsuccessful. An attempt was then made to break the device by inserting hemostats into the square opening at the top of the proglide device. The proglide device was advanced forward while closing the lever to assist in retracting the foot of the device. This was successful and the proglide device was removed from the patient. No tissue or artery damage occurred. A 9f sheath was put in place and the patient was taken to the floor for patient's activated clotting time (act) levels to drop. Once controlled, hemostasis was achieved via manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.